Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because the IFU presented an illegible information, inaccurate information and missing information in relation to biocath foley catheter preconnected to a 350ml center entry urine meter with 2500ml drainage bag, female length, french size 14.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because the IFU presented an illegible information, inaccurate information and missing information in relation to biocath foley catheter reconnected to a 350ml center entry urine meter with 2500ml drainage bag, female length, french size 14.